Event description:
Customer reported the monitor arm intermittently locks up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the arm lock assembly. System operates as intended.